Event description:
In 2008, it was reported that a patient allegedly experienced a radiation burn. It was found that the patient was exposed for approximately 160 minutes.

Manufacturer narrative:
A fluoroscopic performance evaluation was conducted by a physicist per the administrative code (tac) regulations as well as additional image quality standards (e.g., radiation safety, image quality, etc.) The system was evaluated in 2008, and again three months later, just after this incident was reported. There were no problems noted and the system passed all requirements. Error log data and study information from the data base have been obtained from site for investigation into the cause of this incident. A review of this information did not reveal a system problem, but did reveal that the study exposure time was approximately 160 minutes as reported. Toshiba does not believe further actions are required at this time.